Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of (B)(6) review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow; however, the evaluation of the returned device did not reveal a specific cause for the elevated parameters. The submitted system controller log file contained data from (B)(6) 2019 ¿ (B)(6) 2020 and captured several intermittent elevations in pump power, a few of which were above 10 watts (peaking at 15.6 watts on (B)(6) 2020). All elevations in pump power correlated with elevations in estimated flow peaking at 12 lpm. Average pi remained overall stable throughout the log. Most of the captured elevations in pump power/estimated flow were associated with pi events. Despite the observed elevations in pump power/estimated values, no atypical alarms were captured and the pump speed remained above the low speed limit without issue. The system appeared to be operating as intended. Upon receipt of the returned device, visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of pump revealed no evidence of depositions or thrombus formations. The driveline was returned cut approximately 2 inches from the nipple of the pump housing and the remainder of the driveline was not returned. The returned portion of the driveline appeared unremarkable with no evidence of damage to the outer layers or metal braided shield. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Microscopic inspection and hipot testing of the underlying wires revealed no areas of compromised wire insulation. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of (B)(6) revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced history of thrombosis with pump exchange was reported under MFR. Report #2916596-2018-04292. The referenced drive line fracture was reported under MFR. Report #2916596-2019-05632. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had isolated episodes of high flow and high power spikes. The patient had a history of pump thrombosis with a pump exchange in 2018 and most recently an internal drive line fracture found post drive line repair on 25nov2019. The patient was inpatient and labs and echo were planned for (B)(6) 2020 to rule out pump thrombosis. During log file analysis, no unusual events were recorded and the equipment was operating as intended. It was later reported the patient received a heart transplant on (B)(6) 2020. No further information was reported.